Manufacturer narrative:
The returned device was visually inspected and functionally tested. The reported catheter not recognized issue has been confirmed through testing. The catheter failed the performance test due to #12211 notice "catheter not recognized." System notice #50002 "electrical component failure" not tested as the catheter failed the returned product inspection due to a broken tc2 wire in the handle.

Event description:
Information received by medtronic indicated that the user received a system notice message indicating "catheter not recognized" at the start of the procedure. The user proceeded past the message and started the procedure. On the second ablation, system notice message 50002 (the system has detected an electrical component failure) was received. Worked through by reconnecting all electrical connections and continued to the third ablation and again received message 50002. Shut down console and restarted and proceeded with four additional ablations. The user noticed no temperature was being displayed on the console. Attempted an ablation and received message 50002. Changed electrical umbilical and completed the cryoablation procedure without further issues. There were no patient symptoms or complications related to the event. Reportable based on analysis completed (B)(4) 2015.